Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported that another surgery will be performed to remove the devices due to material sensitivity. There is no other information known at this time.

Manufacturer narrative:
The event can be confirmed as the surgeon reported that the patient had performed a blood allergy test showed that they are highly sensitive to nickel and cobalt.¿ the surgeon reviewed the new CT scan and MRI and ruled out any signs of hardware failure or overt signs of infection. The surgeon plans to revise the devices with the all-titanium devices. Conclusively, this event is attributed to the patient¿s condition, in specific to the patient¿s confirmed sensitivity to nickel. The event does not involve device failure, malfunction, or other performance issues. Based on the investigation there is no indication of an incorrectly working product or any design, material or manufacturing related issue.

Event description:
It was reported that another surgery will be performed to remove the devices due to material sensitivity. There is no other information known at this time.